Event description:
The site reported that a es pencil caught fire during a procedure. There was no patient injury. Follow-up with the site found the site was cutting the tip of the electrode used with the pencil (it was a conmed pencil and tip) and pushing it back along the pencil to use as a boot for the electrode. This is what they believe caught fire. The risk manager has indicated they have changed the procedure, so this will not be done and will instead order booted electrodes. This was a minor plastic procedure and o2 was in use.

Manufacturer narrative:
(B) (4). The patient return electrode has been received and is under evaluation. When the investigation is complete, a follow-up report will be sent. The site was sent an or fire prevention packet which also contains training materials. The generator was also returned and found to function within specification.